Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the surgeon was attaching the anvil and preparing to close down into the green area to fire and the anvil popped off of the device. He then attempted to try again with the same device and the same issue occurred. The surgeon did not attempt to fire the device. They completed the procedure with a new like device. There was no patient consequence reported.